Event description:
A report was received that the patient was experiencing pain on the right side when she attempted to use the device. The patient will undergo a lead revision to reposition the leads.

Manufacturer narrative:
Additional information was received that the physician believed that the leads were not in the correct place causing pain when device would be turned on.

Event description:
A report was received that the patient was experiencing pain on the right side when she attempted to use the device. The patient will undergo a lead revision to reposition the leads.

Event description:
A report was received that the patient was experiencing pain on the right side when she attempted to use the device. The patient will undergo a lead revision to reposition the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were removed. The patient did well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failurevanalysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.